Event description:
Boston scientific received information that this right atrial lead displayed low, out of range pace impedance measurements. The lead also displayed noise which resulted in oversensing and pacing inhibition. Loss of capture was also observed. The lead was suspected to have fractured. The patient was seen for a lead revision procedure where the lead was capped and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.